Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest patient factors (diabetes mellitus type 2 and hyperlipidemia) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 5 years, 11 months, and 4 days after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the 23 mm sapien 3 valve was explanted and replaced with a 27 mm surgical valve. Medical records were received for evaluation. According to the medical records received, the patient presented with chest tightness and shortness of breath for several months. A transthoracic echocardiogram (tte) performed approximately 5 years, 10 months, and 8 days after the tavr procedure demonstrated a bioprosthetic aortic valve that was well seated with severe valvular aortic stenosis. The leaflets were thickened and the motion was restricted. There was no aortic regurgitation. The aortic valve (av) peak gradient was 83.4 mmhg and the av mean gradient was 54.7 mmhg. It was subsequently reported that the 23 mm sapien 3 valve was explanted because the valve was heavily calcified and degenerated.